Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that customer inputted 96 grams for a 16 unit bolus but inadvertently did not initiate the bolus. Customer's blood glucose level was impacted.